Event description:
It was reported to boston scientific while using the hydrothermablator procedure set during an hta procedure, there was fluid loss. A tenaculum stabilizer and speculum were in place. Hysteroscopy was unremarkable. Approximately 5 minutes into the ablation the uterus was contracting, inhibiting circulation of the fluid. A manufacturer representative present in the case, recommended to the physician to advance the sheath forward, this allowed good circulation back into the fundal. About a minute and a half later (6 1/2 minutes into the ablation) approximately 7 cc's of fluid was observed in the patients vagina. The representative recommended flushing the vagina with cool saline. Approximately 8 1/2 minutes into the ablation, a fluid loss alarm was received; fluid loss was at a rate of 6cc's per minute. The physician continued on and completed the case at which time the physician observed a burn on the back of the patients vagina on the posterior side. The physician applied silvadene cream. The extent of the burn was not classified and the size of the burn is unknown.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.